Manufacturer narrative:
The insulin pump was programed with a test minilink and glucose sensor simulator. The insulin pump communicated properly with the glucose sensor simulator and correctly displayed the 100 value on the display graph. The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No bolus anomaly noted. No unresponsive buttons noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, cracked belt clip slot and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 184 mg/dl. The customer stated that when she programed a bolus, the pump stopped delivering insulin without giving any alarm. The customer stated that the escape button was not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan.